Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2724 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter maintenance, an instructor noticed that a layer of film had fallen off the surface of the catheter, and then tried to pull out the catheter. However, the body of the catheter could be removed, but the peeled film on the surface could not.